Event description:
Patient had surgery on (B)(6) 2013. No report of ear infection, diabetes, radiation, smoking history, implant and abutment fell out which was confirmed on (B)(6) 2013. Physician observed a small amount of granulation tissue. Patient to have reimplant surgery, date not known at this time.

Manufacturer narrative:
The report is overdue the 30 day period. We will oversee our procedure regarding MDR-reports to prevent reports being submitted after 30 days.